Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at the store, the patient had difficulty walking, stating her feet and legs were ¿not working together.¿ she was unaware of her continuous glucose monitor (cgm) readings and did not recall hearing any alerts. The patient then passed out, and her watch dialed 911 automatically. Upon regaining consciousness, bystanders gave her skittles to eat. Emergency medical service (ems) arrived, and her blood glucose (bg) meter reading was 30 mg/dl. Her cgm device showed a ¿sensor failed¿ alert. Ems treated her with glucose tablets and an unspecified IV fluid. The patient refused to go to the emergency room (ER) and was ¿okay¿ at the time of the report. Performance data was reviewed. Data investigation confirmed wearable failure. The probable cause could not be determined. No additional patient or event information is available.